Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The reported problems (does not recognize therapy electrode) was confirmed. As received, the monitor displayed code 102. Upon evaluation, the monitor failed incoming functionality testing. The cause of the test failure and service code was a poor connection at j1111 and j1000 on the computer / analog (c/a) board. J1111 was not fully seated in the j1000 connector. There was evidence of physical abuse to the monitor. The monitor cover was missing and the case and lcd screen were cracked. The root cause of the poor connection could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) indicating that the monitor does not recognize therapy electrode.